Event description:
It was reported that a pulmonary embolism was confirmed. Additional treatment will be provided to the patient. The surgeon stated that the implants were not related to the event.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.